Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the infusion site bleeding. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to call an ambulance due to bleeding at the pod infusion site. The pod was worn on the arm and was changed out by the patient. No additional information on treatment was provided. Additional information on the event is being solicited.